Manufacturer narrative:
Results: examination of the lot history record showed that the lot passed all acceptance criteria. (Note: description provided here because no relevant result code is available.)

Event description:
Case was done successfully; however, when physician attempted to rewire the side branch to end with a kiss, he had trouble re-wiring and decided to be done. He was pleased with the angiographic results. He does admit after the fact that he should have given more effort to kiss. Patient was thin, so sheath was left in place. The patient then had chest pain and abnormal EKG, less than an hour after the procedure. The physician requested that the patient be put back on the table. When he took pictures, there was clearly some thrombus or stenosis in the side branch within the tryton stent. Flow was still good and brisk, but he ballooned the side branch and held it up for a few minutes. After that, it looked great so that was all that was done. The physician said later that afternoon that the patient was doing well, no pain. The physician later remarked that her "lv took a hit." What was the target lesion? Cx, om was the device used for a chronic total occlusion (total occlusion > 3 months)? No what was the degree of calcification (none/low/medium/high)? No what was the degree of tortuosity (none/low/medium/high)? Low what guide catheter (size and type) was used? 6f, catheter shape not available did the device prep normally (i.e. Maintain negative pressure)? Yes was there any resistance/friction while inserting the balloon through the rotating hemostatic valve? No was there any resistance/friction while inserting the balloon through the guide catheter? No was predilatation performed prior to attempting to place the tryton stent? Yes was there difficulty reaching the lesion? No was there difficulty crossing the lesion? No were multiple dilatations performed during the attempt to place the tryton stent? No was the tryton stent removed between dilatations? If so, how many times was it removed and was it checked visually for distortion/damage? No